Manufacturer narrative:
Driveline infection is a potential event that may be associated with use of the product. A review of the available information does not indicate any device malfunctions or performance issues that would impact the reported event. The root cause of the reported event cannot be conclusively determined; however, clinical factors that may have contributed are multifactorial and may be attributed to medical treatment, progression of disease, and patient comorbidities. In addition, this patient has a history of chronic, driveline infection. There are patient and procedural factors that may have contributed to this event. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Driveline infection is a potential event that may be associated with use of the product. The IFU provides guidelines to reduce the occurrence and severity of infection. Those with compromised immune systems and/or treated with multiple antibiotics are more susceptible to these types of infections. Other contributing factors also include the patient's body type and nutritional status, placement, position and size of the vad, tension/ trauma to the driveline exit site, and duration of time on vad support. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device remains implanted.

Event description:
It was reported from the clinical study database that this patient was admitted from home for driveline debridement surgery. The patient was taken to the operating room (or) on (B)(6) 2016.  He was discharged on (B)(6) 2016 on keflex and with instructions to follow up in clinic.  No further information was provided.

Manufacturer narrative:
Additional information received indicates that the anemia event was related to the patient's condition, possibly related to the study device and unrelated to the implant procedure. No further information has been provided. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Updated event: a report was received that a patient was admitted from home in preparation for a surgical driveline (dl) tract debridement on (B)(6) 2016. On admission, the patient was noted to be anemic requiring the transfusion of two units of packed cells during his hospital stay. The patient's stool was negative for bleeding and no clear source of bleeding was identified. Iron studies revealed a deficiency and he was placed in intravenous (IV) iron sucrose. He underwent the surgery on (B)(6) 2016 and it was reported to have been successful. The patient's hemoglobin (hgb) and hematocrit (hct) stabilized prior to discharge. The patient was discharged home on (B)(6) 2016 on keflex and ferrous sulfate with plans to follow him at his outpatient clinic. The dl exit site infection was reported to have been unresolved; while the bleeding event was reported to have been resolved on (B)(6) 2016. The primary investigator reported that these events were related to the patient's condition and unrelated to the implant procedure or to the study device. No further information has been provided. Updated conclusion: the device remains implanted in the patient and is thus not available for return to the manufacturer. With review of the available information no evidence to indicate any device malfunctions or performance issues of the device that would impact the reported event. There is also no evidence to suggest that the device caused or contributed to the reported event. A definitive root cause cannot be conclusively determined. Possible clinical factors that may have contributed to the patient's outcome can be multifactorial and may be attributed to the patient's past medical history and related comorbidities, medical treatment, the progression of the patient's underlying disease and issues with the management of therapeutic anticoagulant and antiplatelet medications. In this case, the patient's recurrent and ongoing history of driveline infections may have also contributed to these events. There are possible, patient, procedural and pharmacological factors that may have contributed to these events. Updated labeling: the system is indicated for use in patients who are at risk of death from refractory end-stage left ventricular heart failure.  It is designed to assist a weakened, poorly functioning left ventricle.  The system is indicated for use under the direct supervision of a licensed practitioner or by personnel trained in its' proper use. These professionals should be aware of the physical and psychological needs of patients undergoing vad support.  The instructions for use (IFU) and patient manual provide guidelines to reduce the occurrence and severity of infection, including non-device related infections. Infection and sepsis are known potential complications of patients after any surgical procedures or in those with open access sites. Bleeding and anemia are known potential complications associated with all patients implanted with vads.  The IFU and patient manual addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). The IFU provides the user material which communicates how to potentially mitigate the occurrence and severity of bleeds via management of anticoagulants and anti-platelet drugs. The IFU also addresses guidelines for optimal patient management including having adequate and stable preload available. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.